Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The reservoir stayed in place inside the reservoir tube properly during testing. Pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 475 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.